Event description:
It was reported that the patient experienced ineffective stimulation of the l5 lead due to migration. Migration was confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6)2025 wherein the entire system wase explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.